Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. The patient reportedly passed away between 12:00 am and 6:00 am. The patient was reportedly alone at home and was found unresponsive, in his bedroom, face down. Per clinical review of the patient's ECG recordings, on (B)(6) 2017 at 10:27:34 am, an arrhythmia was detected with the ECG showing sinus tachycardia at 157 bpm with significant artifact on both channels. The response buttons were pressed. After the arrhythmia detection alarms stopped, ventricular tachycardia (vt) at 250 bpm is visible in the post-buffer. At 10:28:33 am, an arrhythmia was detected with the ECG recordings showing vt at 250 bpm with artifact in both channels. The detection stopped after 8 seconds due to noise on both ECG channels. At 10:43:28 am, an arrhythmia was detected with the ECG showing fine (less than .1mv) ventricular fibrillation (vf) in the front-back channel and asystole in the side-side channel which also showed artifact. Between 1:31:15 pm and 3:43:15 pm, the device recorded that the battery runtime had expired. At 3:44:26 pm, the device recorded communication interruptions between the belt and the monitor. The device abnormally shutdown at 8:39:58 pm on (B)(6) 2017. Per the continuous ECG recordings, the patient was initially seen in sinus rhythm ranging from 60 bpm to 160 bpm. At 10:28:15 am on (B)(6) 2017, vt begins. At 10:28:50 am, artifact appears on both channels and gets progressively worse. Vf is visible in the front-back channel around 10:32 am followed by fine vf. Asystole is evident around 10:55 am. The recording ends at 3:45 pm. The lifevest detected vt but the detection stopped due to artifact on both ECG channels. There is no indication that a device malfunction caused or contributed to the patient death. The battery expired about 5 hours after the onset of vt.